Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the procedure was coming to and end, the device could not keep the same level of efficiency when it came to sealing and cutting. There was a regrasp alarm as well as an end tone. There was no patient injury.